Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. An examination of the returned device identified that the balloon folds were tightly folded. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube break 670mm distal from strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21feb2020. It was reported that the device could not cross the lesion. The target lesion was located in the left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the device could not cross the lesion. The device was pulled out by the physician directly and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a hypotube break 670mm distal from strain relief.